Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were "abnormal pixel dots" and "pixilation" on the pump touch screen. The customer's blood glucose level was 155 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.